Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an egd (esophagogastroduodenoscopy) within the abdomen performed on (B)(6) 2012. According to the complainant, after the clip was locked onto the mucosa and deployed, it failed to fully release from the delivery catheter. The clip was pulled from the site and withdrawn through the scope, and then the procedure was completed using another resolution clip device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the device was not used past its expiry date. (B)(4) clip failed to separate from catheter. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.